Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 14/jun/2018. Inspection of the unit was performed on 19/jun/2018 where the quality control inspector found the following: equipment serviced by non-pentax facility. Forward body trim collar attaching nut worn/ loose thread. Distal cap - fixed type failed seal integrity inspection. Bending rubber non-pentax material. Passed dry leak test. Passed wet leak test. Image noisy. Insertion tube non-pentax material. Control body severe corrosion inside. Video image has a white or red dot. Prism lens chipped. Light carrying bundle distal cover glass middle chipped. Insertion tube damaged at segment side (unauthorized repair). Customer complaint confirmed. Image mild spot. Fluid invasion not observed in pve connector. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Lcb distal cover. Objective prism assy. Operation channel. Adjusting collar. Bending rubber. Segment attaching screw. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Staycoil collar. Segment staycoil assy imp-c/pb-free. Fwd body trim cover attaching nut. Air/water supply tube lg. Control body complete pb-free. Suction channel lg. Deflector body link. Distal case/cap. O-ring (0.5x1.3).